Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 480 mg/dl. At the time of incidence. Customer was treated with manual injection. Customer reported that they performed self-test and displacement test and both tests were passed. Customer reported that they changed the infusion set and there most recent blood glucose value was 512 mg/dl. It was reported that the customer was not using auto mode. The customer also reported that the insulin pump was working as designed. The insulin pump will not be returned for analysis.